Event description:
Discordant bun and creatinine results were obtained on an advia 1800 for 1 pt. The results were reported to the physician. The pt sample was repeated on the same instrument and the corrected results were reported. There were no reports of adverse health consequences or known pt interventions due to the discordant bun and creatinine results.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining the results of 270 mg/dl, 174 mg/dl, 116 mg/dl and 312 mg/dl back to back within 10 minutes on the aviva system. Reporter also stated he obtained another result of 136 mg/dl on the same system within 10 minutes of the 312 mg/dl result. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.